Event description:
User facility medwatch # (B)(4) was received. Reportedly patient was implanted with cables, threaded cerclage positioning pins and screws in (B)(6) 2012. Patient was returned to the or on (B)(6) 2013 for revision due to non union midshaft left femur. This is 3 of 7 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturer name, city and state were corrected from synthes, (B)(4).